Event description:
The healthcare professional reported that a patient underwent endovascular mechanical thrombectomy of a middle cerebral artery (mca) (distal m1) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) and experienced bleeding during the procedure. The patient was asymptomatic and was subsequently discharged from the hospital. Details of the procedure: the embotrap was allegedly used as per the instructions for use (IFU) in conjunction with a catalyst® 6 catheter (stryker) and an optimo¿ balloon guide catheter (tokai medical). It was reported that the physician retracted the devices carefully during the first pass. There was still occlusion at the m2 segment of the mca, but the physician decided to terminate the procedure. Bleeding was confirmed on computed tomography (CT) imaging after the procedure. The treating physician commented that the bleeding may have been secondary to embotrap device retraction, but ¿there is also a possibility that bleeding occurs with all devices¿. The complaint device is not available for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that a patient underwent endovascular mechanical thrombectomy of a middle cerebral artery (mca) (distal m1) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) and experienced bleeding during the procedure. The patient was asymptomatic and was subsequently discharged from the hospital. Details of the procedure: the embotrap was allegedly used as per the instructions for use (IFU) in conjunction with a catalyst® 6 catheter (stryker) and an optimo¿ balloon guide catheter (tokai medical). It was reported that the physician retracted the devices carefully during the first pass. There was still occlusion at the m2 segment of the mca, but the physician decided to terminate the procedure. Bleeding was confirmed on computed tomography (CT) imaging after the procedure. The treating physician commented that the bleeding may have been secondary to embotrap device retraction, but ¿there is also a possibility that bleeding occurs with all devices¿. The complaint device is not available for evaluation. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Intracranial hemorrhage is a condition which can cause permanent damage/death or may require additional intervention to prevent further/permanent injury. Furthermore, the relationship of the embotrap iii to the reported event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-may-2022. [Additional information]: on 12-may-2022, additional information confirmed that continuous flush was maintained during the procedure and provided information related to the initial reporter. E1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.